Event description:
The customer reported on (B)(6) 2010 that they had and additional case of a patient sample generating a falsely elevated troponin-I result of 0.130 ng/ml. The sample was repeated yielding a lower result of 0.012 ng/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The lot number of the reagent was corrected to 36125un09 and concommitant was corrected to (B)(4). Accuracy testing will not be performed using lot 36125un09 because the customer's result was not reproduced. Accuracy testing was performed using lot 35842un09 because none of the patient specimens that were tested using this reagent lot was available for return. In place of patient specimens, an internal troponin-I panel was utilized. To evaluate the assay's performance, an internal troponin-I panel with reagent lot, 35842un09 was tested. The troponin-I panel is made from human plasma and it's targeted to a known concentration. The panel was within specification. This demonstrates that the assay can accurately detect known concentrations of troponin-I. The acceptance criteria were met. All replicates of the troponin-I panel 1 were within specifications. A specific cause for the issue was not identified. The customer was referred the architect stat troponin-I reagent package insert, specifically the limitations of procedure sections. A review of customer complaint data did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. The investigation determined that this product is performing as intended and meeting safety, effectiveness and label claims. No product deficiency was identified.